Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusion). Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pcba exec processor, scroll compressor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received scroll compressor for evaluation. The fat performed a visual inspection and found the part to be in good condition. The fat tested scroll compressor in cardiosave test fixture to factory specifications per procedure. Performed intensive testing of the compressor in order to replicate the reported failure. Fat could not replicate and verify the reported failure of an over temperature alarm. The parts was retained in the failure analysis and testing dept. Per procedure number. The non-conformance's with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a high temp error. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.